Event description:
It was reported that stent migration occurred. A 4mmx120mmx100cm vici self-expanding stent was selected for to treat venous compression (nivl). The stent was placed in the proximal common iliac vein (civ) to the mid-external iliac vein (eiv) on (B)(6) 2021. Prior to implant, imaging was performed via ivus and venogram and the stent was selected based on the measurements gathered. Post implant, the stent was ballooned and it was reported to be fully expanded and apposed to the vessel walls. When patient returned to the health care facility on (B)(6) 2021 for an additional procedure, it was noted that the stent had migrated to the inferior vena cava (ivc). The stent was not repositioned or removed. No patient complications were reported, and the patient is doing well.